Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device experienced a power on reset (por). The device cleared itself without changing any of the parameters and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset (por). The device cleared itself without changing any of the parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 crdm non-defib lead implanted: 2006 (B)(6); 5076-58 crdm non-defib lead implanted: 2006 (B)(6). (B)(4).